Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: device was evaluated by qe. From visual evaluation, no obvious damage was observed on the device with unaided eye. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, no water bubbles were noticed at the cuff assembly. The inflation lumen to emg tube bond area was placed in beaker and again no water bubbles were noticed at this location. The cuff appeared to hold pressure when observed for several minutes. Method: simulated use testing.

Event description:
It was reported that the patient was intubated with the tube and then it was found there was a leak in the balloon. The balloon/leak would not seal and they didn¿t have good airway, so they re-intubated the patient with a new tube. Post-op the patient said that 5 of their teeth were chipped during the procedure. The facility does not know if the dental damage occurred during the first or second intubation.